Event description:
The complaint was opened at ethicon, inc in 2004, the event occurred within two weeks prior to that date. The report states the product was used to close a laceration on the nose of a pt. The wound was thoroughly cleaned by the attending doctor and the wound was well approximated. There have been several attempts to gain more info on this event, but at this time no more info has been provided. Product was not returned. The current condition of the pt is unk.